Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter, site name), e2, e3, e4. Updated data: b4, e1 (email), g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during maintenance inspection by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) had a defect confirmed in k7 of the manifold drive. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during an inspection, the cs300 intra-aortic balloon pump (iabp) had a defect confirmed in k7 of the manifold drive. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter: (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) in order to fix the issue manifold drive was replaced because the solenoid valve k7 (vacuum) was found to be deteriorating. Equipment calibration performed. Overall inspection results were good. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.

Event description:
N/a